Event description:
The complainant alleged that during routine testing by a biomedical, they found the energy select switch will not keep the correct settings. The complainant indicated there was no pt involvement with this reported malfunction.